Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified. It was also determined that overpressure did not occur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to irregularities with the channel pressure sensor found in the error log. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if additional information becomes available.

Event description:
The customer reported the high flow insufflation unit displayed an e03 error code. The event occurred during maintenance. There was no patient harm or impact associated with the event.